Event description:
Rv lead extraction due to fracture on recalled lead. Bi-v ICD generator replacement at time of extraction. Returned to manufacturer.what was the original intended procedure?lead extraction.